Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08248. It was reported the patient was scheduled for an explant and the reason for it was unknown. It was stated the patient was having issues unrelated to the device. Follow-up information received the patient postponed the surgery and no further information was reported. A search was performed of the device manufacturer's system, and no previous complaints were found.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.